Event description:
Per the clinic, the patient experienced drainage and infection at implant site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported).